Event description:
It was reported that during the implant procedure, the cardiac tissue was perforated, resulting in cardiac tamponade. The lead was repositioned. A pericardiocentesis was performed to drain the fluid, and the patient was given a transfusion. Open heart surgery was then performed to repair the perforation. Patient remained in the hospital in stable condition.